Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for separation of the gripper cap and gripper lever latch. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was advanced and grasped the leaflets. During an attempt to reposition the clip, the gripper lever was raised, without resistance, to release the leaflets. The blue gripper lever cap separated and the gripper lever latch also came off. The physician was able to continue using the device, and the clip was implanted without issue. A second clip was then implanted to further reduce the mr. The procedure ended with two clips implanted and the mr reduced to grade 2. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported material separation of the gripper cap with no tactile marker and gripper lever latch appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.